Event description:
It was reported that the patient's left hip was revised due to pain and elevated ion levels. Surgeon initially expected trunnions. However, intra-operatively the trunnion was found to be intact, but the stem was found to be loose. Rep can provide additional pictures and documents and confirmed this will be all of the information available from the hospital and surgeon.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding loosening and abnormal ion level involving an accolade stem was reported. The event was not confirmed. Method & results: -product evaluation and results: the reported device was not returned however photographs were provided for review. Visual inspection of the provided photographs of the device indicated that the device was recently explanted and covered in blood and tissue. The stem trunnion and neck appear to have damage from the explantation procedure. -clinician review: a review of the provided medical information by a clinical consultant indicated: "I am in receipt of and have reviewed documentation. This included the per summary, operative report and implant record from the index primary surgery dated (B)(6) 2012 as well as an undated ap pelvis x-ray showing a pressfit left tha. [¿] with the limited information provided I cannot confirm the events described nor the root cause of the stated femoral component loosening." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to suspected elevated ion levels and loosening of the stem. The reported device was not returned however photographs were provided for review. Visual inspection of the provided photographs of the device indicated that the device was recently explanted and covered in blood and tissue. The stem trunnion and neck appear to have damage from the explantation procedure. A review of the provided medical information by a clinical consultant indicated: "I am in receipt of and have reviewed documentation. This included the per summary, operative report and implant record from the index primary surgery dated (B)(6) 2012 as well as an undated ap pelvis x-ray showing a pressfit left tha. [¿] with the limited information provided I cannot confirm the events described nor the root cause of the stated femoral component loosening." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left hip was revised due to pain and elevated ion levels. Surgeon initially expected trunnionosis. However, intra-operatively the trunnion was found to be intact, but the stem was found to be loose. Rep can provide additional pictures and documents and confirmed this will be all of the information available from the hospital and surgeon.